Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that: "pt presented to dr's office with failed total knee. Pt arthropathy revised with triathlon ts."